Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 after use of the product.